Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Reportedly, customer changed out the pump supplies and continued to receive the occlusion alarms. On one occurrence the customer had low blood glucose levels (48-58 mg/dl). Customer stabilized blood glucose levels with glucose and juice.